Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical department with an unsigned not that stated, "door broken." No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.